Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 350 mg/dl after approximately 4-24 hours of wear on the abdomen. It was further noted that blood glucose did not decrease despite administering a correction bolus. The patient applied a new pod and successfully resumed therapy. The device was returned for investigation, and an external cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. During investigation, the hard cannula was observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria.